Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that "the physician felt stiffness" during use, and the device was removed. Upon removal from the patient, the pusher was noted to be "already cut" at the transition zone. There was no reported patient injury or intervention.

Manufacturer narrative:
The pusher and implant were returned for analysis. The implant was observed to be attached to the pusher and retained its shape. Some stretched coils were observed near the middle of the implant. The distal of the body coil was observed to be in good condition. Offset body coils were found near the proximal. The device was observed to be broken at the body coil hypotube transition; the hypotube was not returned for analysis. The profile of the broken lead wires and pet at the break were indicative of a tensile break. Based upon the investigation findings, the reported complaint of a broken pusher was able to be confirmed. The device was observed to be broken at the body coil hypotube transition. The profile of the broken lead wires and pet are indicative of over specification tensile forces being placed on the device.